Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical trial. It was reported that 35 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a tvr (target vessel reintervention). The index procedure identified one de novo, 50 to 70% stenosed lesion in the mid lad (left anterior descending). The lesion was predilated at 16atm and a 3.0x24mm taxus express2 drug eluting stent was deployed at 16atm. The patient was discharged the following day on asa and plavix. The patient returned 35 days following the index procedure complaining of recurrent chest pain. Angiography revealed 70% stenosis proximal to the index stent, which remained patent. A 3.5x28mm stent was deployed extending from the ostium to the mid lad to treat the stenosis. The patient was reported to be taking asa and plavix at the time of this event.